Event description:
A customer's mother reported via phone call indicating that the customer was bleeding a little on the site of the sensor. The patient's blood glucose level was 423 mg/dl at the time of the call. The mother stated that the customer is not actively bleeding and there were no visible blood on the sensor connector. The mother was advised that the sensor was ok to use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.